Event description:
This device was implanted on (B)(6) 2016 and remains implanted at this time. An email with pdf received on 07/06/2018 where there was an event of t wave oversensing and multiple false non-sustained ventricular tachycardia noted. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).